Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, observed 40 mm dark patch edge material inside device, and missing piece of the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease opening on radius and observed stress marks in the device. Based on the device analysis the final assessment was a sharp crease opening on radius due to a fold flaw opening, and missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.